Manufacturer narrative:
The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00318 and 00319) submitted for devices related to the same event.

Event description:
It was reported by the vad nurse that the battery was switching on both ports. The battery was exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Log file analysis: log files covering the reported event date and the days immediately before it were not available. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files covering the reported event date and the days immediately before it were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2016-00318, 3007042319-2016-00319 & 3007042319-2016-01130) submitted for devices related to the same event